Event description:
It was reported that the pulse generator prior to implant exhibited an increase in output. During the attempt to reprogram, an error message was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.